Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable. Additionally, the instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.234" x 0.127" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during da vinci assisted surgical procedure, the mega suturecut needle driver was found to have frayed cable. The procedure was completed with no reported injury.